Event description:
On an unknown date in (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, it was reported that the recent computed tomography scan revealed a proximal type I endoleak and an aneurysm enlargement (unknown amount). Additionally, it was reported, that the trunk ipsilateral leg component was positioned 2 cm below the lowest renal artery. It is unknown if the original positioning was at this level or that the prosthesis has migrated to the current position. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.